Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the device required to be tightened. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. The procedure went extremely well and the patient is doing great.